Manufacturer narrative:
(B)(4). The complaint opt314 junior cannula was not returned to fisher & paykel healthcare for evaluation as it had been discarded by the hospital. We requested further information and a complaint device or photographs but these were not provided by the hospital. Our investigation is thus based on our knowledge of the product. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Spare wigglepads are sold as an accessory for the optiflow junior cannula. A lot check could not be performed as lot information was not provided. Without the return of a complaint device for evaluation we were unable to determine what had caused the problem as reported by the hospital, though the hospital had commented that there are excessive secretions produced by the patients in question. Loop pads are bonded to the infant optiflow cannula with a primer and glue in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure skin is dry/prepared. - appropriate monitoring must be used at all times. - check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A hospital in (B)(6) reported that the opt314 junior interface wigglepads come off the face too quickly, especially in children with excessive secretions. No patient consequence was reported.